Event description:
Technical services received a call on 11/6/2012. Caller reported atrial lead went bad in (B)(6). Was just found and so are replacing atrial lead. Atrial lead is fractured. Physician is dr. (B)(6). Plan is to cap the lead. Lead was implanted on (B)(6) 2003. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).